Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would not boot-up. It was indicated that the programmer had extensive internal contamination. The programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. There was no patient involvement.